Event description:
It was reported that the pt's right chest wound had dehisced. One end of the running suture was noted to be broken. Repair was performed on 2002. The dehiscence occurred while the pt was at home. The pt is currently doing well.